Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 393 mg/dl and was addressed with manual injections. Customer alleged that elevated bg was due to issue with pump. Customer reverted to the use of an alternate pump. Customer declined to perform troubleshooting with tandem technical support and abruptly ended call.